Event description:
A problem was reported regarding a pump. Company representative reported that at the beginning of the procedure the surgeon open the incorrect device pocket -stim device. The surgeon then went ahead, closed up the incision and did the complete procedure for the pump. A follow up was requested but no additional information was received as of the time of this report. System used to deliver morphine, bupivacaine and clonidine if additional information becomes available a report will be provided.

Manufacturer narrative:
(B)(4).